Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that ever since the patient had the ins implanted they have had "nothing but problems with it". Patient states they have been shaking in his body and having "parkinson's side effects". Troubleshooting included having the patient sync with the ins with their patient programmer. Patient is seeing the warning message that the ins is depleted and needs to be charged. The patient attempted to start a recharging session and the patient was able to obtain between 6 to 8 coupling bars. Patient confirmed that the first quartile is charging. It was reviewed that the ins charge level is very low and it needs to be charged before therapy can be turned back on. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that device instructions were rushed and unclear as they had a change in battery to a rechargeable device. Circumstances that led to the issues include the device was charging properly and the programmer was not effectively communicating with the battery. Steps taken to resolve the issues included a physicians recharge and it was reported to be resolved.